Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had an increase in power from 5.5 to 6.5 in the night (B)(6) 2026 and the morning of (B)(6) 2026. The power had since normalized. There was a corresponding prolonged episode of atrial flutter up to 165 beats per minute over this time. The patient was now back in baseline atrial flutter, paced at 70 beats per minute. Log files were submitted for review and captured a few low power advisories due to normal battery depletion. The patient had a history of ventricular tachycardia and received an implantable cardioverter defibrillator (ICD) shock. The patient's speed was decreased from 6200 to 6000 revolutions per minute (rpms) as the inflow cannula was close to the septum. The patient also had elevated lactate dehydrogenase which came back down to baseline. Log files were submitted for review and captured clusters of pulsatility index (pi) events. The patient had spontaneous reversion to sinus rythm. The patient would undergo ongoing monitoring.